Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (325 mg/dl). Reportedly, elevated bg's are due to the customer being sick. Customer's health care professional recommended that the customer increase the pump basal rate. Tandem technical support guided the customer through increasing the basal rate. A bolus was delivered to stabilize blood glucose level.